Event description:
It was reported that the user experienced elevated blood glucose while using the ilet, with a peak reading of 198 mg/dl decreasing to 184 mg/dl during the call, after a recent full supply change and a same-day infusion site change; the user did not announce a small meal and noted bleeding at the infusion site, and tubing delivery was verified by a successful anchor disconnect and test. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting with no alerts or alarms and no need for medical intervention. Investigation included guided functional checks of the infusion set and tubing and assessment of infusion site condition. Investigation of this case revealed no device alarms and successful tubing flow, with a suspected infusion site issue given recurrent bleeding and planned site change when supplies were available; insulin delivery through tubing was confirmed, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.